Manufacturer narrative:
No product will be returned for eval.

Event description:
On the event date, the pt called for assistance in programming a multiwave bolus of 40 units on his insulin infusion device. He stated he wanted 20 units to deliver immediately and 20 units to be extended for 15 minutes. He said he had tried several times, but could not figure it out. He received an a8 (bolus cancelled) which he confirmed. The pt was instructed to check his device history and found he had delivered 22.4 units of insulin in his first try and 8.0 units of insulin in his second try for a total of 30.4 units delivered. He stated he would monitor his readings and bolus again if needed. He said his readings this morning were 205 mg/dl with his current reading being 532 mg/dl. His normal range is 120-140 mg/dl. He stated he thinks he did not press the check button this morning to confirm the intended 18 unit bolus of insulin. He was instructed to check his device history and there was no morning bolus. He said he had also eaten lunch today, but did not deliver a meal bolus. Troubleshooting did not find any product issues. Further attempts to f/u with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.